Event description:
It was reported that the customer is deceased. It was stated that the customer went to bed about midnight and the blood glucose value was good. Customer past away in his sleep; it is believed that the customer had a seizure during the night. The cause of death is epilepsy/insulin dependent diabetic. Customer was diagnosed with frontal lobe epilepsy two years ago. Customer's mother stated that blood glucose level was sometimes low when experiencing seizures. Blood glucose value at the time of death is unknown. Last blood glucose value recorded was 203mg/dl at 11:57 pm. Customer was wearing the insulin pump at the time of death. The device was last at the funeral home; family is unsure of the location of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.